Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown anato stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Surgeon at the clinic, reported the following event to clinical study manager : "regarding the anato prosthesis, I actually decided to temporarily stop the implantations. After 48 procedures, I already regret 2 anticipated fractures which occurred respectively after 5 and 7 weeks of implantation. In both cases, it was not a question of risky patients or osteoporosis. Since then, I have followed-up both patients with progressively painful hip. The fracture (always the same), caused by excessive strain in rotation, occurred gradually without fall. In addition, I observed several cases of secondary migration in the first 45 days, where some of them are painful. Today, I feel more secured and in confidence with an abg ii prosthesis."

Event description:
Surgeon at the clinic, reported the following event to clinical study manager : "regarding the anato prosthesis, I actually decided to temporarily stop the implantations. After 48 procedures, I already regret 2 anticipated fractures which occurred respectively after 5 and 7 weeks of implantation. In both cases, it was not a question of risky patients or osteoporosis. Since then, I have followed-up both patients with progressively painful hip. The fracture (always the same), caused by excessive strain in rotation, occurred gradually without fall. In addition, I observed several cases of secondary migration in the first 45 days, where some of them are painful. Today, I feel more secured and in confidence with an abg ii prosthesis."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown anato femoral stem. It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.